Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt alleged she experienced overstimulation from her scs device. The pt also alleged her scs device lost the ability to hold a charge. The pt also alleged her scs device lost the ability to hold a charge. The pt had her scs device explanted on (B)(6) 2011.